Manufacturer narrative:
The isocool forceps (handle) was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. Failure analysis - the parelyne coating was peeling off and the left distal button of the button pin was missing. Therefore, the complaint was confirmed. Root cause - the isocool handles are reusable and based off the parelyne coating peeling and the left distal button falling off, the likely root cause is due to wear and tear on the product.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported the internal part of the isocool forceps (stop guide) broke and part fell inside patient's abdomen during procedure. The surgeon did not notice that the broken part fell in patient's abdomen as the forceps was working well and discovered the broken part when cleaning the peritoneal area. No patient injury was reported.